Event description:
A surgeon reported that following an intraocular lens (iol) implant procedure, it was necessary to re-rotate the lens in a second procedure. Additional information was received from the surgeon who reported "all is good." Additional information was requested.

Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Not enough information was provided from the account for further investigation. Attempts have been made to obtain additional information by phone, fax, and mail. A completed questionaire was not received. (B)(4).